Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device power was too low. It was further determined that the device failed pretest for check with test bench and record results; power: 30 to 80 watt(w) and speed: minimum 632 to 1032 rotations per minute at 6.5 bar ± 0.2 bar and check valve-control in ¿hand¿ position with hand switch. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.